Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had scope error e315. The malfunction occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, h2, h6, h11 based on the results of the investigation, since there was no serial number known and the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Based on follow up with the customer, it was reported that there was no report of patient infection or positive culture associated with this device.